Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. Correction provided in d.4. The wet returned sample was visually inspected and surgical residue was observed. A calibrated console was used to sample and the cassette primed and tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. No system message was generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the bss bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2019-52175.

Event description:
A customer reported the balance salt solution did not circulate in the cassette pack during a procedure. The first replacement product was not recognized by the console. After replacing with another one, the procedure was completed with no harm to the patient.